Event description:
The facility representative reported to largo customer service that the ipump device was shutting down intermittently. Information was provided that the problem occurred upon power up in "recovery" with no patient involvement. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The reported malfunction of "shutting down intermittently" was not confirmed and not reproduced. No assignable cause was determined and no repairs were made to fix the problem. A service history review revealed no previous service events were related to the reported condition. A device history review was performed with no abnormality observed. Should additional information be received, a follow-up medwatch will be submitted.